Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis in good condition with a scratched lens. Upon review of the device history log no disposable alarm was noted. The pump was powered on and the complaint could not be duplicated. A cassette was attached to the pump with no problems found. Sensor testing found the dso sensor value within manufacturing specification. The device passed functional and delivery tests. Based on the evidence, no fault was found and the root cause is unknown.

Event description:
Information was received indicating that a "no disposable alarm" occurred to a smiths medical cadd-legacy® plus pump. The pump was sent in for repair and a no disposable alarm was installed. However, upon use of the device, reported no disposable alarm. There were no reported adverse effects.